Event description:
Customer reported via phone, the insulin pump had a constant tone and the buttons were unresponsive. No alarm is displayed on the device. Customer's blood glucose was 154 mg/dl. Customer's mother called and agreed to replacing the device and returning the device for further analysis.

Manufacturer narrative:
No audio/beep or constant tone anomaly during testing. However, the insulin pump had an intermittent due to flattened act button dome switch. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.